Event description:
Boston scientific received information that this patient's system consists of a boston scientific device and a competitive right ventricular (rv) lead. The patient was admitted to the hospital due to a syncopal event. System interrogation noted loss of capture (loc) and varying threshold measurements. The cause of the loc could not conclusively determined. No additional adverse patient effects were reported.

Manufacturer narrative:
The device output was reprogrammed and the lead was programmed to unipolar configuration. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.